Event description:
The customer reported the ventilator shut down and alarmed when the hospital plant engineers disconnected ac power to the facility to test the emergency generators. The ventilator failed to transfer to back up battery power as specified. The unit performed a restart and did resume operation on ac power when hospital electrical power resumed. The customer reported there was no patient harm. The MFR's service technician noted a diagnostic code in the ventilator log history that indicated a 24/+-12v/power fail condition. The service technician confirmed the back up battery was fully discharged, and would not hold a charge. The service technician replaced the backup battery and power supply to correct the problem. Extended self testing (est) and performance verification testing was performed and all tests passed per operating specifications.